Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was no longer using their ins system and that the system did not work, though caller did not know for how long. The patient did not bring any programmer. Caller noted the patient likely had not charged in a year. Reviewed over discharge was likely what they were looking at. No symptoms were reported.